Manufacturer narrative:
Additional information: b7. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The same day the event onset, the patient was hospitalized and treated with amikacin injection (125mg, intraperitoneal, once daily, ongoing) and vancomycin injection (1gm, intraperitoneal, every 96 hours, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovered from the peritonitis event. Pd therapy was ongoing. It was reported the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: b5, b7. B5: upon follow up, it was reported that pd therapy was discontinued and the patient was shifted to hemodialysis (ongoing). Should additional relevant information become available, a supplemental report will be submitted.